Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined troubleshooting and reported having consulted with clinical diabetes educator (cde) who recommended the customer insert the infusion set while standing instead of sitting. Reportedly, inserting the infusion set while standing has resolved the issue and no further occlusion alarms have occurred. At the time of the event, the customer's blood glucose (bg) level was 301 mg/dl, and was addressed by changing the supplies and using the pump to deliver a correction bolus. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.